Event description:
A physician reported that the cutting and actuation failure of cutter occurred and the handle part came off during cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.4., d.9. And h.10. Based on information received suspect product lot number was unknown. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a bag, for the report. The sample was visually inspected and found to be nonconforming with body/needle are separated from the rest of the probe assembly. No functional testing could be performed due to the probe assembly detachment condition. The probe was disassembled, and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks observed at one location on the inner cutter. Presence of adhesive observed on the body and engine. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported actuation and cut failures due the probe assembly detachment condition. How and when the probe body/needle became separate from the rest of the probe assembly cannot be determined from this evaluation; however, a manufacturing related issue cannot be ruled out, therefore a nonconformance investigation has been initiated. A non-conformance investigation has been initiated in order to investigate the root cause of the probe assembly detachment condition. No additional action has been taken the manufacturing as the reported actuation and cut failures were unable to be confirmed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).